Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that she was getting "shocked in the butt." An impedance check was run and found 1,1/0, 1/, and 0/3 were all over 4000. The lead was explanted and replaced and the issue was resolved. Patient status at the time of this report was alive, no injury.